Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. No unexpected pump error 23 was noted during testing. However, moisture damage was noted on the electronics assembly. The pump was received with a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported of post reset ram crc alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer inserted a new battery and the pump alarmed several pump errors. The insulin pump will be returned for analysis.